Manufacturer narrative:
(B)(4). The reported complaint of "the electrocardiogram monitoring lead of the pump suddenly failed to sense" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "the electrocardiogram monitoring lead of the pump suddenly failed to sense, causing the device to stop working. The patient's blood pressure dropped. The doctor promptly took measures, administered blood pressure-raising drugs, and replaced the pump". The patient's current condition is reported as "fine".

Event description:
It was reported "the electrocardiogram monitoring lead of the pump suddenly failed to sense, causing the device to stop working. The patient's blood pressure dropped. The doctor promptly took measures, administered blood pressure-raising drugs, and replaced the pump". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)